Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture and leak; however, the reported separation and difficulty removing the device and patient effect of additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: during post-dilatation, when the balloon was inflated, contrast was seen leaking around the lesion, per fluoroscopy. The physician thought a balloon rupture had occurred and decided to remove the device.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported rupture was not confirmed; however, the separation was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation and difficulty removing the device and patient effect of additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unspecified stent was implanted in the proximal left anterior descending (lad) coronary artery lesion. Following, a 4.0x15mm nc trek dilatation catheter advanced to the previously implanted stent for post dilatation. Post dilatation was attempted; however, the balloon ruptured at 12 atmospheres (atms). Upon device removal, the nc trek dilatation catheter was caught in the guide catheter. Without using excessive force, the nc trek catheter was attempted to be removed when the balloon dilatation catheter had separated approximately 20 centimeters from the distal end. Another dilatation device was placed in the guide catheter and all, including the separated portion held between the 2nd balloon and guide catheter, was removed as a single unit. A new guide catheter and non-abbott dilatation catheter were used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay. There was no additional information provided regarding this issue.